Event description:
Started using the libre 3 plus and noticed it was always around 20 points off. Kept alarming with low blood sugars constantly. I notified my dr office and they said that it is accurate. More accurate than my glucose monitor. One time I had a blood sugar of 50/libre 3 plus and it was only 5 points off but always 20 points off. This has really messed up my blood sugars. I'm eating to stop the alarms but am told it is exact accuracy. Then I receive this notification about problems with certain serial numbers. Mine is not one of those serial numbers but obviously has a problem. My serial number is (B)(6). I did not put a new one on and will be contacting my dr again.